Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have high blood glucose of between 38 mg/dl and 560 mg/dl, which was treated with a bolus delivery and manual syringe. Customer had symptoms of nausea and extreme thirst. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, customer mentioned that cannula was bent after checking. Insulin pump passed high pressure test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.